Event description:
Upon thawing of tissue site observed torn tendinae chordae. Site also described a nodule that they believed indicated changes on the valve. The value was not used but instead a mechanical valve was implanted.